Event description:
A critical patient was being transported into the emergency department (ed) by two ambulance crew members. The patient was securely strapped to the cot and was being pushed at a fast speed (critical condition) feet first. The cot was reported as being in the highest position and the head of the cot was raised in case the patient vomited and to facilitate breathing. As the crew approached the sliding door to enter the exam room, they began to rotate the cot counter-clockwise in order to align the cot with the exam bed. The crew had almost completed the 180 degree turn when cot tipped over. The cot's wheel located on the patient's head/right side seemed to have "caught/stopped" momentarily and then the stretcher began to tip. The cot (as well as the patient) came to a rest on its right side. The cot did not roll onto or over the patient and the patient remained secured to the cot. It was observed that the patient's shoulders struck the floor first and then the patient's head struck the floor. The ed staff assisted the crew with placing on patient on the exam bed and there was no obvious trauma from the cot tip occurrence noted by the ambulance crew member who did a quick assessment and an ed physician took over care of the patient. After the incident the cot was examined by the crew and they did not find any obvious defects. The floor was examined for any type of foreign object that may have gotten caught up in the wheel, but nothing was found. The crew speculated as to whether a strap could have possibly gotten caught up in the wheel or if the cot wheel could have gotten caught on the track of the sliding door entrance into the exam room. The cot was brought back to the crew headquarters and removed from service. One member ambulance crew attempted to stop the cot from tipping by placing his/her left leg under the cot and pulling up. This crew member did have bruising and pain of the left shin and was evaluated in the ed. The other crew member also reported trying to prevent the cot from tipping and was not injured. A field service representative from the manufacturer inspected the cot at our facility. It was the rep's recommendation that the cot be removed from service. The rep reported that the cot shows excessive wear in the x-frame assembly (6080-700-004) and lock bar assembly (6080-005-056). The cot was unstable with any weight on it. The last recorded preventative maintenance was performed on 5/12/09.====================== manufacturer response for mx pro stretcher, mx pro 6082======================they inspected the cot. Their findings are included in the narrative description of the occurrence.